Event description:
It was reported that the lead exhibited loss of capture. The lead was explanted and the patient's condition was -good-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.